Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief and was missing. Additionally, the front therapy electrode was pulled from the cable connecting ECG "a" and "b" to the front therapy electrode. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete incoming functionality testing.